Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, the manufacturing history that dated back the past six months from the date of the event occurrence was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The damaged pad fell when it was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted gastrectomy, the subject device was used. In three hours of the procedure, the tissue pad of the device was separated. At a later time, the pad fell outside the patient. The procedure was completed with another sonicbeat. There was no patient injury reported.